Event description:
A site reported to rxsight that a capsule tear occurred during implantation of the light adjustable lens+ (lal+, sn (B)(6), +19.0d) on (B)(6) 2025. On (B)(6) 2025, an additional procedure was performed and the lal+ was placed in the sulcus. On (B)(6) 2025, a procedure was performed to reposition the lal+; the haptics were placed in the sulcus and the lens was placed in the capsular bag.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).